Event description:
It was reported unaccounted insulin missing from cartridge after tracking total daily insulin with a discrepancy of 33 units. Reportedly, customer miscalculated insulin left in cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and successfully resumed insulin use.